Event description:
This device eroded through the skin. There were no signs of infection. The patient was referred to a surgeon. Setrox s 45, MDR 1028232-2009-01596. Setrox s 45, MDR 1028232-2009-01597.